Event description:
Reportedly, on (B)(6) 2011, the homechoice (hc) machine sounded a system error 2240 (air in line) alarm during dwell 6 of 6. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. The patient extension lines were used. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the caller. The technical service representative (tsr) had the patient cycle power on the cycler and explained the alarm. The tsr advised to contact the nurse regarding therapy. No clinical consequences for the patient were reported. No further information is available.

Manufacturer narrative:
(B)(4). A 510k number cannot be provided in this report because the product code is unknown at this time. The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).